Event description:
Device issue: failure of the balloon to completely deflate. Time of device issue: during the procedure. Adverse event: none. It was reported that the multi link stent was successfully deployed without pre-dilatation in the 90% stenosed circumflex artery. During deployment the balloon was inflated once at 14 atmospheres (atm) for 30 seconds. The balloon did not fully deflate and was difficult to remove. After negative pressure was applied to the balloon, the guiding catheter suddenly advanced in the circumflex artery. The balloon was subsequently removed from the body after the balloon was advanced and neutral pressure, followed by negative pressure, was applied. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming.